Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer has had been having issues with high and low blood glucose levels. The customer passed out the other day and when the ambulance attended her they stated that her blood glucose was 34 mg/dl. The low blood glucose was treated by paramedics in the emergency room, but she was not admitted. The customer's current blood glucose was 232 mg/dl. The customer did not call health care professional for high blood glucose. The high blood glucose was treated with a manual injection. A manual prime was conducted an insulin did exit the tubing. Advised customer to monitor insulin pump. No further information was reported.